Event description:
It was reported that ureteral catheter might have broken inside patient. Per sample received on (B)(6) 2023, customer returned an additional used sample.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ureteral catheter might have broken inside patient. Per sample received on 05jun2023, customer returned an additional used sample.

Manufacturer narrative:
The reported event is confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. The product was used for patient treatment. The ureteral catheter was returned with the original packaging. A portion of the catheter was noted to have been broken off at an angle, the broken piece was not returned. The total length of the catheter was found to be 70.4cm, the broken portion separated at the 70.1cm mark on the device; therefore, the broken piece appears to measure 0.3cm. A potential root cause for this failure mode could be ¿inadequate joint strength¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: do not withdraw ureteral catheter while it is deflected in endoscope. Avoid sharp bending." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that ureteral catheter might have broken inside patient. Per sample received on 05jun2023, customer returned an additional used sample. Per follow up via mail on 09jun2023, customer said that there was no harm to patient.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. A potential root cause for this failure mode could be ¿inadequate joint strength¿. 1 sample were confirmed to exhibit the reported failure. The product was used for patient treatment. The ureteral catheter was returned with the original packaging. A portion of the catheter was noted to have been broken off at an angle, the broken piece was not returned. The total length of the catheter was found to be 70.4cm, the broken portion separated at the 70.1cm mark on the device; therefore, the broken piece appears to measure 0.3cm. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: do not withdraw ureteral catheter while it is deflected in endoscope. Avoid sharp bending." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.